Event description:
There was an allegation of questionable elecsys troponin t stat assay results for 1 patient on 2 cobas e 601 modules. The results from the primary tube: the initial result was 22.42 ng/l and was obtained on the e601 module, serial number (B)(4). The repeated result was 6 ng/l with a data flag, and was obtained on the e601 module, serial number (B)(4). The results from the aliquot in a false bottom tube: the initial result was 29.54 ng/l and the repeated result was 7.33 ng/l. Both results were obtained on the e601 module, serial number (B)(4). The sample was repeated due to the user being aware of the patient's results that were obtained from another facility from separate samples. The user reported that the patient's results were expected to be around 5-6 n/l. Both of the repeated results were believed to be correct. The results were reported outside of the laboratory and were repeated based on knowledge of previous results from the patient. The reagent lot number is 49088100 with an expiration date of 30-apr-2022.

Manufacturer narrative:
The customer indicated that after double spinning the sample, acceptable results were obtained. Therefore, the customer declined a service visit. The customer's calibration and qc results were ok. There was no indication of a reagent or instrument issue. The investigation reviewed the system's alarm trace and no abnormalities were found. The customer's sample pre-analytic details showed that the sample was centrifuged for 5 minutes, but the centrifuge speed was not provided. Based on the data provided a clear root cause could not be identified. The investigation did not identify a product problem.